Manufacturer narrative:
(B)(4).

Event description:
It was reported that the needle was broken. The sensor was inserted into the back of the upper arm on (B)(6) 2025. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that the needle was broken. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). E1: reporter telephone number - (B)(6).